Event description:
Per nursing, patient was being transitioned from the bed to wheelchair, utilizing a mechanical lift. The mechanical lift malfunction and patient fell to the ground, landing on her back hitting the back of her head on the ground. 911 was immediately contacted and ems (emergency medical services transfer) transferer patient to the hospital.